Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/15/2025, a sales representative reported via email that an ar-3670 fibertak biceps implant system had the drill bound up and did not fit down the guide well when drilling. As shown in the photo through the slotted drill guide, the plastic has become stuck and has even begun to melt due to friction. The patient was not harmed. This was discovered during a procedure on (B)(6) 2025. Additional information was requested.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion and/or prying and leveraging the device during insertion.

Event description:
Additional information was received on 05/12/2025: a biceps tenodesis procedure was performed on (B)(6) 2025, utilizing the ar-3670 fibertak biceps implant system to complete the case. The procedure experienced a brief delay of approximately two minutes, but no additional anesthesia was required. Binding occurred immediately during the insertion. The melting plastic affected the integrity of the guide, and advancing the drill required excessive force. The bone socket was prepared using the guide from the surgical kit, and the patient¿s bone quality was assessed as good. No pieces of the instrument or implant broke, and no additional debris was produced. No adverse effects or significant damage were reported for the patient following surgery.